Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the pen ndls 31g 8mm 100ct (B)(4) roche to inject "insulatard and ac rapid" insulin for two weeks, and while on a "trip to (B)(6)", the consumer developed several abscesses around the abdomen and returned to (B)(6), where antibiotics were used for 10 days to treat the infection. The following information was provided by the initial reporter: received a call from our sale rep who reports that customer has gotten rashes around the place of infusion site using accu fine: the rashes occurred when customer had changed from novo fine to accu fine. It was not clear if there were other factors that might have caused the rashes. Customer never had problems using novo fine lancets. On the (B)(6) 2018 the customer received one box a 100 accu fine 0.25 mm (31g) x 8 mm lancets from the pharmacy (due to out of stock for novo fine lancets). After using accu fine for 2 weeks and a trip to (B)(6), customer got infection in form of several abscesses around abdomen. Customer received 10 days treatment with antibiotics (after return to (B)(6)). Customer used the same type of insulin (insulatard and ac rapid) and never used lancets twice. On (B)(6) 2018 customer has started using novo fine lancets again and no further problems can be reported till now.

Event description:
It was reported that after using the pen ndls 31g 8mm 100ct germany roche to inject "insulatard and ac rapid" insulin for two weeks, and while on a "trip to austria", the consumer developed several abscesses around the abdomen and returned to norway, where antibiotics were used for 10 days to treat the infection. The following information was provided by the initial reporter: received a call from our sale rep who reports that customer has gotten rashes around the place of infusion site using accu fine: the rashes occurred when customer had changed from novo fine to accu fine. It was not clear if there were other factors that might have caused the rashes. Customer never had problems using novo fine lancets. On the (B)(6) 2018 the customer received one box a 100 accu fine 0.25 mm (31g) x 8 mm lancets from the pharmacy (due to out of stock for novo fine lancets). After using accu fine for 2 weeks and a trip to (B)(6), customer got infection in form of several abscesses around abdomen. Customer received 10 days treatment with antibiotics (after return to (B)(6). Customer used the same type of insulin (insulatard and ac rapid) and never used lancets twice. On the (B)(6) 2018 customer has started using novo fine lancets again and no further problems can be reported till now.

Manufacturer narrative:
Investigation sumary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.